Event description:
It was reported "while using the cytology brush during a bronchoscopy, the brush broke at the joint/welding. When the brush was extracted via the scope, the surgeon noted that approx 14cm of the brush was still in the pt. This part was later removed without any harm to the pt. The missing part is not included in the returned product."

Manufacturer narrative:
A supplemental report will be filed as soon as the device is received and the investigation has been completed.